Event description:
The doctor had to go back into the patient for unk reason and noticed holes in the durepair graft. Duraseal was used in conjunction with the durepair.

Manufacturer narrative:
(B) (4). The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unk how this damage occurred.